Event description:
It was reported that the patient's parents contacted the clinic after an accident in (B)(6) 2013. There was a swelling above the implant site. The speech therapist reported of worse reaction in hgh frequencies. It was decided to perform a CT scan to assess the position of the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.